Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functioning testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 431 mg/dl. The customer also reported a blank display. The customer declined troubleshooting, and stated that her doctor felt the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. Device was monitored. No blank display anomaly noted. No damage noted to electronic during visual inspection.